Manufacturer narrative:
(B)(4). The returned device analysis confirmed a tear in the outer member, causing the device to leak when pressure is applied. A search of the complaint handling database was performed and one other incident was identified from this lot for leaks upon pressurization. A search of the lot history record for this specific lot indicated no related non-conformance records; however, based on an expanded investigation, it was determined that the leak upon pressurization for this unit may be related to manufacturing. Assessment of the leak is ongoing and will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.0 x 12 mm mini trek dilatation catheter was advanced into the patient anatomy to the target lesion in the mid left anterior descending artery. An attempt was made to inflate the balloon; however, the mini trek dilatation catheter balloon would not inflate. The device was removed from the anatomy without difficulty. After removal, an attempt was made to inflate the balloon; however, the balloon would not inflate and a leak was noted. A second 2.0 x 12 mm mini trek was then used to pre-dilate the target lesion and a xience alpine stent was deployed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.